Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1074741. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-03-15. Medical device lot #: 1074742. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-03-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported tubes experienced short draws. Yes those additional lots also experienced short draws so the team included those too. Please let me know the outcome of your evaluation.

Manufacturer narrative:
H.6. Investigation: bd received 3 samples from each lot for investigation. The samples were evaluated by visual examination and functional draw testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported tubes experienced short draws. Yes those additional lots also experienced short draws so the team included those too. Please let me know the outcome of your evaluation.